Event description:
Clinical trial, same pt as MFR: 6000093-2006-01927. It was reported 4 hours after a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. The index procedure identified one target lesion. The lesion was located in the mid portion of the right coronary artery (rca). The physician treated the lesion with two bare metal express2 stents. The stent sizes were 3.50x16mm and 3.50x24mm. During the procedure the pt was hypotensive. The pt was given a bolus of bivalirudin. Four hrs after the procedure had ended the pt began to experience recurrent chest pain and st elevations. An angiography was performed which revealed a stent thrombosis of the mid rca. The pt was administered bivalirudin and abciximab. The physician further treated the thrombosis by performing plain old balloon angioplasty (poba) of the mid rca with a 3.50x16mm balloon. Following poba, the pt's chest pain and st-elevations resolved without sequelae.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. The mfg records for top assembly batch 5955070 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.